Event description:
The device was used during a fusion cage removal procedure. Reportedly, the cage shifted. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.